Event description:
Complainant alleged that after delivering two shocks to a patient on the third shock the device shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.